Manufacturer narrative:
Uf/importer rpt number: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total hysterectomy, bilateral salpingoophorectomy, cystoscopy procedure, the surgeon attempted to use the device and it locked up, unable to use. The surgeon was given a new device and surgery progressed. There was no patient injury.